Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of ¿many low voltage warnings¿ was confirmed with the submitted log file. The log file captured intermittent power cable disconnect/low voltage alarm events while the system was supported on the 14v batteries/clips. The alarm events were the result of transient battery fuel gauge voltage values that appear to be related to the white power cable. The pump speed value matched the set speed value of 9,200 rpm for all events. A root cause of the power cable disconnected/low voltage alarm captured in the log file could not be determined during this evaluation. Attempt was made to obtain additional information from the customer regarding the exchanged system controller; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm: 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm: (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had many low voltage warnings with every power change. The patients controller had the first bar missing despite having fully charged batteries. Controller self check was fine and new clips were given but the controller did not recognize full batteries and showed them missing a bar. The patient reported that the white lead used extra power. The battery on white lead lasted 8 hours while it lasted 12 hours on the black lead. This issue occurred on multiple batteries on multiple days. Log file analysis captured low voltage advisories on mostly the white lead. There were no other unusual events noted in log file history.